Event description:
Consumer called for upgrade to true metrix product line as they have discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 05/31/2018 and test strips are part of recall. Customer did not allege a product defect. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was upgraded to true metrix product line.

Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and test strips were returned to manufacturer. Meter and vial of test strips (lot ps2378) were returned, no investigation required: test strips are expired and no product complaint was alleged by the customer. Note: manufacturer contacted customer in a follow-up call on 13-oct-2021 to ensure the replacement products resolved the initial concern -customer is satisfied with replacement products and initial concern has been resolved.

Manufacturer narrative:
Sections with additional information as of 10-dec-2021: h10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.